Manufacturer narrative:
Additional device product code: hrs. Without a lot number the device history records review could not be completed. A product investigation was conducted. Visual inspection: the 2.7mm va lck screw slf-tap(p/n: 02.211.022 & lot #: unk) was returned and received at us cq. Upon visual inspection, it was observed that the lead thread of the screw near the head was minor stripped compared to the other threads of the screw. The lead thread could have got stripped/damage due to removal or usage during other surgery as mentioned by surgeon. No other visual defects were observed with the device. Functional test: the functionality test cannot be performed due to absence of mating device/plate to test the assembly of screws with screw hole. Dimensional inspection: the dimensional inspection was not performed as it's not pertaining to the complaint condition. Document/specification review: due to unknown lot code all the available drawings in system were reviewed: the complaint is not confirmed as the plate was not returned the screws cannot be tested. Hence the alleged complain cannot be confirmed. Investigation conclusion: the complaint condition was not confirmed for the 2.7mm va lck screw slf-tap(p/n: 02.211.022 & lot #: unk). During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 a patient underwent an open reduction internal fixation (orif) procedure to treat a comminuted right distal humeral fracture. The patient was positioned in lateral decubitus position. After that the surgeon made his incision over the affected elbow and reduced the fracture, he plated the distal humerus first with a medial plate and then posterolateral with an independent 3.5 cortex screw. When using the right sided 2.7/3.5mm variable angle-locking compression plate (va_lcp) posterolateral with extension distal humeral plate, surgeon used the more superior screw holes with one (1) 3.5 cortex screw to compress the plate to bone. This worked as per surgical technique and the surgeon was happy with the reduction and position of the plate. Surgeon then proceeded to lock the construct and started by drilling for a 2.7mm variable angle (va) locking screw in the most distal, medial hole in the plate. He went via the surgical technique of inserting the drill guide in the hole, using the 2.0 mm drill bit and inserting a 22mm locking screw into the screw hole under power with the 1.2nm torque limiter. However the screw did not torque off when he was inserting the screw slowly under power. He decided to take it out to double-check the screw was a locking screw. Under inspection, there was no thread on the head of the screw. He then tried with 6 other screws in the same screw hole. All had seemingly 'working' double lead screw thread when it loaded on the screwdriver by the nurse but none would engage in the screw hole. After inspecting the screws after the surgeon tried screwing them in, all were burred and unusable. The surgeon could not comment on the screw hole to its condition due to being in situ with blood, soft tissue in the way. He did not want to take it out as he was happy with reduction and taking if off would have increased operating time for the patient and there were no replacement for it. Thus locking screw was unable to be put in. Surgeon had preference to have that used for maximum stability for articulate segment. This report is for one (1) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 22mm. This is report 7 of 9 for complaint (B)(4).